Event description:
It was reported that during the thoracentesis procedure, the syringe separated from the needle and the needle advanced with the catheter and punctured the pt's lung. The pt required a thoracotomy to repair the laceration and a chest tube for hemorrhage/hemothorax. The pt remains in ICU on a ventilator due to respiratory failure.